Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The received broken screw were found broken between their screw head and their threaded shaft. Furthermore, there are several mechanical damages visible on their surfaces. The relevant features are heavy damaged in a manner which prevents accurate measurement of the features. The damages are clearly caused post manufacturing. Without article and/or lot number it is not possible to perform device history records review. Our investigation has shown that the complaint condition for all received screws is confirmed. Because of the damage, it is not possible to measure the relevant dimension. This damage is clearly caused post manufacturing. We are not able to determine the exact cause of this occurrence due to missing detailed clinical information. We suppose that a mechanical overload situation could have lead to the breakage. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was osteoporotic and had secondary migration. All fragments, including the screw bodies, were removed. Concomitant devices: va lcp 2-column volar distal radius plate (part: 04.111.620,lot: l653224, quantity: 1), screw (part: unknown, lot: unknown, quantity: 3), cortical screw (part: 401.762, lot: l705127, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient height reported as 165.0 cm. Initial reporter: address and postal code. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported an osteoporotic patient was implanted with a variable angle locking compression plate (va lcp) 2-column volar distal radius plate and screws in the left wrist on unknown date. Patient was returned to surgery on (B)(6) 2018 for removal of the hardware five months from a complex fracture. The plate was intact but two (2) of the screw were broken at the junction of the screw head and shaft. The screw shaft and all fragments were removed. The fracture was consolidated with a malunion and a partial functional impotence of the wrist. Surgery was completed with a delay of approximately 15 minutes. Concomitant devices: va lcp 2-column volar distal radius plate (04.111.620, lot unknown, quantity 1), screw (part unknown, lot unknown, quantity 2).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is for two (2) unknown screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. It was reported that the patient presented with a malunion and two broken screws. The devices were removed from the patient.

Event description:
It was reported that on (B)(6) 2018 an osteoporotic patient with secondary migration underwent removal of the locking compression plate on the left wrist at five months from a complex fracture, however, the plate did not break. The fracture was consolidated with a malunion and a partial functional impotence of the wrist. Fracture of the material on two (2) screws at the junction with the head of the screw was highlighted. The screw body was removed. There was a 15 minutes surgical delay reported. This complaint involves unknown quantity of devices. This complaint is for two (2) unknown screws. This report is 1 of 1 for (B)(4).